Event description:
It was reported that a small volume folfusor had a leak; liquid was noticed in the bag that contained the unit. It was indicated that the leak maybe have been from the blue luer cap, however that was not certain. There was no patient involvement. Additional information was requested and is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 4, 2014 and february 5, 2014. The sample was not returned for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.